Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple orders were not crossing over. A technical support specialist (tss) dialed in, ran a downtime query, noticed that messages were not draining, restarted several enterprise server services and network services. The tss then re-ran the downtime query, determined that the messages were draining successfully and resolved the issue. The customer confirmed the issue was resolved and would place the stations in critical override for some time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple order was not crossing over. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.